Manufacturer narrative:
(B)(4).

Event description:
It was reported, there was a power on reset (por) condition with error code 0002. It was noted, the implantable neurostimulator (ins) was charged but was giving her this information about por. The manufacturer representative had to exit out once and she was able to see the normal lead configuration screen. It was noted, the manufacturer representative¿s back up battery was fine and no por was seen. It was reported, the issue was resolved. Additional information received later the same day reported, the por showed upon charging it prior to implant and when the battery was interrogated with the clinician programmer. The cause was unknown.